Event description:
It was reported that device entrapment occurred. A mustang 8.0 x 40, 75cm was selected for use along with an amplatz guidewire. The target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery, and was 60% stenosed. During the procedure, device entrapment occurred between the mustang and the amplatz. Additional force was unable to separate the amplatz from the mustang. The amplatz and mustang were removed from the patient as a unit. The procedure was completed with another of the same device. The patient was stable following the procedure, and there were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.